Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device was broken. The event was further described as "non-functioning of the infusion pump". This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.